Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt said when they recharge their ins they had been seeing a system problem rm03 and a replace the controller battery screen. Pt said they had tried taking the battery out of the controller to reset it and that resolved replace the controller battery screen and now they ere seeing the system problem rm03 screen. Pt said they only see these screens when recharging their ins. Pt inspected the rtm, controller port, battery and battery compartment; pt said they all looked good. Pt said they had only noticed the rtm getting hot twice when they fell asleep when recharging. Pt mentioned that they leave their controller to recharge all day. Pss reviewed that shouldn't affect the ins charging. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt said they had their programmed changed by rep nate and have been pain free for almost 18 months. Pt said their pain went away and they had also been able to reduce the intensity of their stimulation. Pt said since they had been able to reduce their intensity, their battery lasts longer between charges.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) s/n (B)(6) wasn't able to replicate rm03 error code and found ins. Scrapped due to failing at plexus but passed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.